Manufacturer narrative:
Follow-up #1, date of submission (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during a visual inspection of the pump, no damage was observed to the audio bolus button. During testing, the bolus button responded properly to user presses. The complaint was not duplicated, and no defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.